Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) automatic threshold detected as greater than programmed amplitude. Rhythmcare discussed the presenting electrogram (egm) shows possible loss of capture (loc) on the lv lead. The automatic threshold test measured 3.1 volts and the lv has currently programmed a trend of 3.0 volts. Assessment with a programmer was recommended. The other lead measurements remain stable. The crt-d remains in service. No adverse patient effects were reported.